Event description:
The hcp reported that while attempting to place a bravo ph monitor, the capsule attached to the esophagus but would not release from the delivery system. The physician felt resistance while attempting to remove the delivery system and the capsule was pulled off the esophagus. The patient experienced severe bleeding which stopped after 15 minutes, verified by endoscopy. The physician elected to monitor the patient in the hospital overnight. Further information has been requested from the hcp but not received at the time of this report.

Manufacturer narrative:
We have requested the device be returned to the manufacturer. To date the device has not been received. If the device is returned or further information received from the hcp, a follow-up medwatch report will be sent.